Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 90% stenotic lesion was located in the moderately tortuous and non calcified mid to proximal left anterior descending artery (lad). The physician predilated the lesion with a non-bsc balloon and then advanced the 2.5x20mm taxus liberte stent to the lesion in the mid lad but was unable to cross. Upon removal it was observed that the stent was damaged. The procedure was completed with a 2.5x20mm taxus liberte in the mid lad and 2.5x32mm taxus stent in the proximal lad. No complications were reported and the patient's status is good.